Manufacturer narrative:
The fenestrated bipolar forceps (fbf) was transferred to advance failure analysis engineering (fae) team to confirm the root cause of the broken conductor wire at the proximal end. Fae confirmed initial failure analysis investigation. The housing was removed, and it was confirmed that the conductor wires were both broken at the bipolar pins. One of the bipolar pins was removed to be further inspected. A closer look was taken inside the bipolar pin where the wire break occurred. It was observed that there was corrosion inside the pin and over the broken wire. Based on the amount of corrosion/residue observed in the backend of the instrument and that the corrosion was inside the bipolar pin, it is likely that the broken wire was a result of the improper cleaning/reprocessing.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy procedure, the cautery function of the fenestrated bipolar forceps instrument did not work. The procedure was completed with no reported injury nor delay.

Manufacturer narrative:
Based on the claim against the product by the customer noting the cautery function of the fenestrated bipolar forceps instrument did not work, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. Fa found the primary failure of broken conductor wire at the proximal end to be related to the customer reported complaint. The instrument was found to have a broken conductor wire at the proximal end. The location of the break is at the bipolar pins. The instrument failed the electrical continuity test. No signs of thermal damage were observed. Also, the instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves. Signs of corrosion were found on the instrument bearings. Bearing found at the proximal end of the main tube exhibits orange discoloration. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.